Event description:
Information received from the field notes that during a routine follow-up, the device was found in back-up mode. A software download was performed, but the current drain remained at about 60ua. Several more downloads did not reduce the current drain. The device was programmed to dddr and the patient was sent home. Ten days later, the patient returned due to feeling very tired. Subsequently, the device was replaced.